Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the device returned to factory settings. The device powered off. It was not normal battery depletion. No pt symptoms were reported. The pt recovered without sequela.